Event description:
It was reported that the patient underwent an anterior cervical spinal surgery. Approximately 2 weeks post-op, it was noticed that the bone screws have backed out of the plate. No revision has been scheduled at this time. No patient complications have been reported.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. However, films were supplied which found: multiple lateral x-rays show 3 level acdf and posterior instrumentation. Plate shows backout of upper and lower screws. Angle of plate and screws measure 19 degrees (beyond exceptable angulation) which likely lead to locking mechanism failure.